Event description:
The physician reported that during an implant attempt of the subject pacemaker, connection issues relative to the ventricular channel were incurred. Specifically, it was indicated that when tightening the associated screw, clicking of the screwdriver could not be obtained. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, connection issues relative to the ventricular channel were incurred. Specifically, it was indicated that when tightening the associated screw, clicking of the screwdriver could not be obtained. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed proper function in accordance with established specifications.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, connection issues relative to the ventricular channel were incurred. Specifically, it was indicated that when tightening the associated screw, clicking of the screwdriver could not be obtained. Another pacemaker was subsequently implanted instead.